Manufacturer narrative:
Device evaluation: lens returned dry in a micro centrifuge vial. Visual inspection found the lens haptic is bent and has a tear. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.5/+2.5/007 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.